Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced pain, infection and erosion. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1999 - the patient was diagnosed with a enterocele and rectocele. The patient underwent an anterior pelvic symphysis bone sling suspension using a bard flat mesh. On (B)(6) 2000 - the patient was diagnosed with pubic pain secondary to placement of an "artificial mesh" (davol flat) with probable resulting infection and erosion of the bone sling. The patient underwent explant of the pubic bone sling (davol flat) and excision of granulation tissue. Per the operative details "the pubic bone sling, a marlex mesh (davol flat), was grasped in its mid portion. The sling was then dissected out underneath the symphysis on each side to its insertion into the pubic bone, then detached from the permanent sutures that held it on one end and these were removed as close to the symphysis as possible. A small amount of granulation tissue in the posterior vaginal wall was excised."